Event description:
Physician also reported "device deformity" and pain. The device was explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis results: visual analysis of the photographs identified that apparently encapsulation on the device and red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, corrected and/or changed data: a.6, b.5, d.1, d.2, d.4, d.6a, d.6b, d.9, g.1, g.4, h.3, h.4, h.6.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast pain", rupture and "fluid accumulation".

Event description:
Healthcare professional reported patient experienced unknown side "breast pain", rupture and "fluid accumulation." Device remains implanted.